Event description:
The sales representative reported on behalf of the customer that the device as-ifs1, airseal ifs, 120v, was being used on approximately 4feb25 in a robotic procedure and " valve error. Along with this, there was an electrical error that caused the unit to shut off in the middle of surgery.¿ per further assessment it was found there was a sudden loss of pneumoperitoneum. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device as-ifs1, airseal ifs, 120v, was being used on approximately (B)(6) 2025 in a robotic procedure and " ¿valve error. Along with this, there was an electrical error that caused the unit to shut off in the middle of surgery.¿. Per further assessment it was found there was a sudden loss of pneumoperitoneum. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The evaluation found fan error and compressor failure. The unit was repaired, calibrated, electrical safety tested, and placed on 12-hour burn-in. The unit passed 12-hour burn-in. The unit was tested per (B)(4). It functions per the specification. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be compressor failure. The service history was reviewed and found similar problem to this complaint. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: restart the device. If the error occurs again, call service! We will continue to monitor per regulatory requirements to help ensure patient safety.